Event description:
It was reported that the programmer had a defective connection pin. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as a pin was noted to be missing from the stylus connector. The cooling fan was also noted as noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.